Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): it was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and mesh was implanted. It was reported that following insertion the patient experienced erosion, infection, urinary problems, recurrence, dyspareunia, and vaginal scarring. It was reported that patient underwent mesh revision in 2010 due to pain, infection, and erosion. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced urgency and urinary frequency.

Manufacturer narrative:
It was reported that following insertion the patient experienced bladder outlet obstruction. It was also reported that the patient underwent excision of sling on (B)(6) 2014 by dr. (B)(6) at (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary tract infection, hematoma and cystitis.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urge incontinence and cystocele.